Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported problem was duplicated through functional testing. The investigation determined that the motor in the device has more than 12 million revolutions and therefore needed replacement. The damaged dso seal was also replaced.

Event description:
It was reported that the pump had a motor problem. There was unknown patient involvement. Analysis of the device found that the downstream occlusion (dso) seal was damaged.